Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had received unexpected restart and a cold reset was performed. The customer¿s blood glucose was unknown. Customer reported that the every time when battery was replaced. Customer also reported that they was already confirmed that self test was completed. The insulin pump will not be returned for analysis.